Manufacturer narrative:
Unit passed displacement and self tests. No unexpected the critical block and inverse critical block did not add to zero, 4 alarms noted during testing. However, the critical block and inverse critical block did not add to zero alarm, line number 213 file number 30, is found in the formatted history file due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer was able to successful the alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.